Event description:
It was reported that a device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was inserted and properly positioned in the laa of the patient. The physician deployed 3 closure devices while using this was. None of the devices met release criteria and were all fully recaptured and removed from the patient. A fourth device was then attempted, but it also did not meet release criteria. While the physician was removing this fourth device from the patient the was became kinked. The physician removed the closure device and the was from the patient. A new was was positioned in the laa and a fifth closure device was deployed in the patient. This device met all release criteria and was successfully implanted in the laa of the patient. There were no reported patient complications that occurred during the procedure. The patient was fine following these events.